Event description:
It was reported to boston scientific corporation in 2007 that a jagwire device was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed six days prior (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the coating on the jagwire, device started to peel off, interfering with the stent placement. The procedure was completed with another jagwire device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.